Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).